Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in used is unk. The customer contact identified possible lot numbers (plots). The possible lot numbers are: 750955h and 231815h. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver 1440 ml of 5% dextrose and 1/2 normal saline with 20 meq kcl, at a rate of 60ml/hour, via a gemstar pump. At 1930, the homecare pt reported to the user facility that the pump alarmed for an unspecified air in line alarm. After an unspecified length of time, when nurse went to check, an unspecified volume of air was noted proximal to the filter of the tubing set. No air was delivered to the patient. The customer contact reported that the nurse was unable to clear the alarm. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.